Event description:
Reported that meter kept displaying the not ok message at the end of a blood test. This issue was not resolved with troubleshooting. There was med intervention or treatment given. A replacement meter was sent to the pt.